Manufacturer narrative:
Evaluated 5 open/used reservoirs. Inspected reservoirs. Inspected reservoir, snap-cap, and septum for anomalies none were found. Ran occlusion test per dop114-811 as follows: reservoirs filled with diluent and connected to a new infusion set. Installed reservoirs & connector into a 7xx pump. Performed a manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoirs not occluded.

Event description:
The customer reported via phone call that they received no delivery alarms. The customer's blood glucose was 400 mg/dl at the time of incident. Customer stated three reservoirs were "locked up" when she was unable to push insulin through with the plunger. Troubleshooting was for the insulin pump was declined. Advised sending three replacement reservoirs. The product will not be returned for analysis.